Event description:
It was reported that an alert for charge time limit reached was noted on the device. Abbott technical support was contacted and recommended continuing to monitor the patient by increasing the frequency of manual capacitor maintenance. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.